Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient experienced 3 urinary tract infections in the last month while using the purewick female external catheter and the doctor had not found the cause. The patient was advised to stop using it until they get better. Patient had been using purewick products for more than 90 days. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown. Per follow up information received via phone on (B)(6) 2022, it was stated that the patient had multiple urinary tract infections. After that, the patient developed a vaginal infection and the doctor told them to stop using the purewick female external catheters, but they kept using it out of necessity. The doctor put them on antibiotics and used nystatin on the inside of their thighs.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Assess device placement and patient¿s skin at least every 2 hours". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient experienced 3 urinary tract infections in the last month while using the purewick female external catheter and the doctor had not found the cause. The patient was advised to stop using it until they get better. Patient had been using purewick products for more than 90 days. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown. Per follow up information received via phone on 01apr2022, it was stated that the patient had multiple urinary tract infections. After that, the patient developed a vaginal infection and the doctor told them to stop using the purewick female external catheters, but they kept using it out of necessity. The doctor put them on antibiotics and used nystatin on the inside of their thighs.

Event description:
It was reported that the patient experienced 3 urinary tract infections in the last month while using the purewick female external catheter and the doctor had not found the cause. The patient was advised to stop using it until they get better. Patient had been using purewick products for more than 90 days. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown. Per follow up information received via phone on (B)(6) 2022, it was stated that the patient had multiple urinary tract infections. After that, the patient developed a vaginal infection and the doctor told them to stop using the purewick female external catheters, but they kept using it out of necessity. The doctor put them on antibiotics and used nystatin on the inside of their thighs.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Assess device placement and patient¿s skin at least every 2 hours." Correction: f, g, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.